Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.

Event description:
This is the second report of two reports concerning the same pt surgery. This report concerns a malibu screw driver 8.0+. Lot # ah32537d (see mfg report number # 2032593-2014-00016). It was reported during a l4-ilium posterior fusion, the surgeon had issues with two 8.0 malibu drivers (91-2109). While the surgeon inserted the iliac screws it was unclear as to whether the driver tips sheared off, or the tips stripped, but one of those failure modes caused both drivers to no longer function correctly. The surgeon removed the first driver after it failed and used the second driver which also failed. The system only contains two drivers and there was not another clean, sterilized driver available for the case. This resulted in a total delay of approximately 5 minutes and caused the surgeon to have to leave the screw head a little more proud (less than 1mm) than he would normally prefer. There was no reported injury or adverse consequence to the pt.